Event description:
The complaint states that signal loss was reported. The sensor was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced repeated signal loss on multiple devices while they were more than 20 feet or 6-meter away from the transmitter for more than 15min. She uses insulet omnipod5 in modified closed loop. According to the call review, dexcom was telling her she was high (cgm not described), but then it went out, saying "you have no signal now." This reportedly happened "quite a bit." She noted that she was not alerted to the signal loss state as per usual. As a result of the signal loss state, the pump was reportedly unable to access modified closed loop. The onset of symptoms was (B)(6) 2025 when she developed shortness of breath, vomiting, blurry vision, and shakiness. She kept sleeping and waking up. At 2 in the morning, it did not come through the g7, it came through her omnipod. She was alerted that she was going "low" and when she looked at her g7, it said "we're experiencing problems right now." The patient repeated she does not know which one went down first. At 2 am, she changed the sensor, called the ambulance, and on (B)(6) 2025, she was at the emergency room (ER). The patient had dka and was hospitalized in ICU for 3 days. Eventually, she was given saline, sugar water, insulin and medication for nausea. The new cgm reading showed high while the bg was in the 400s mg/dl. The night before the call (while inpatient), the new sensor had inaccuracy of bg 124 mg/dl and egv 68 mg/dl. The euglycemic bg was treated with glucose tablets. Data was provided for investigation. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Manufacturer narrative:
(B)(4). B3 date of event - correction. B5: describe event or problem - correction. H2 correction. H6: medical device problem code - correction - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Concomitant medical products - correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced repeated signal loss on multiple devices while they were more than 20 feet or 6-meter away from the transmitter for more than 15min. She uses insulet omnipod5 in modified closed loop. According to the call review, dexcom was telling her she was high (cgm not described), but then it went out, saying "you have no signal now." This reportedly happened "quite a bit." She noted that she was not alerted to the signal loss state as per usual. As a result of the signal loss state, the pump was reportedly unable to access modified closed loop. The onset of symptoms was (B)(6) 2025 when she developed shortness of breath, vomiting, blurry vision, and shakiness. She kept sleeping and waking up. At 2 in the morning, it did not come through the g7, it came through her omnipod. She was alerted that she was going "low" and when she looked at her g7, it said "we're experiencing problems right now." The patient repeated she does not know which one went down first. At 2 am, she changed the sensor, called the ambulance, and on 02/15/2025, she was at the emergency room (ER). The patient had dka and was hospitalized in ICU for 3 days. Eventually, she was given saline, sugar water, insulin and medication for nausea. The new cgm reading showed high while the bg was in the 400s mg/dl. The night before the call (while inpatient), the new sensor had inaccuracy of bg 124 mg/dl and egv 68 mg/dl. The euglycemic bg was treated with glucose tablets. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.